Event description:
It was reported that, after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced post-operative staple line bleeding, and was administered two units of blood transfusion. Intuitive surgical, inc. (Isi) contacted the surgeon's partner, who was present during the procedure, and obtained the following information regarding the reported event: during surgical procedure, he surgeon used a green sureform 60 reload with a sureform 60 stapler instrument for his first staple fire. However, the system generated a tissue too thick message. Then, the surgeon upsized to a black sureform 60 reload. There was an extended pause for compression; however, the stapler completed a successful fire. According to the surgeon's partner, there were pauses for compression on almost all the staple fires; however, they were successful fires. All the remaining staple fires were with a black sureform 60 reloads. Upon inspection, all the staple lines looked "beautiful" and hemostatic. The surgeon does use seamguard for all his stapler fires. There was a bougie used. The csa does not recall if a leak test was performed. The procedure was completed with no report of any injury. The surgeon confirmed there was no malfunction of the stapler instrument or the reloads during the robotic procedure. On the evening of the procedure, the patient became tachycardic, and the blood count dropped to a 7. Pre-operatively the patient was at 11 or 12. Due to concern of internal bleeding, a CT scan was performed. The scan indicated staple line bleeding in the fundus and the middle of the stomach. The radiologist advised there was no need to drain the hematoma as it would self resolve. The patient was administered two units of blood transfusion, and became stabilized. However, she had an extended hospital stay secondary to the post-operative staple line bleeding. The surgeon's partner stated that they usually never use a black sureform 60 reload and is unsure if that played a role or the use of seamguard in conjunction. The surgeon's partner confirmed that the products would not be returned as they were discarded. It was confirmed that the patient did not have a pre-existing bleeding disorder, nor was on blood thinner medications.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported post-operative complication cannot be determined or is unknown. However, the post-operative complication can be possibly attributed to use-error from firing stapler across hard material (e.g., bougie, buttressing material). Isi has requested for the stapler instrument and reload(s) for failure analysis investigation but at this time it is confirmed that the products have been discarded. If additional information is received, a follow-up MDR will be submitted. A review of the stapler logs for the sureform 60 stapler instrument (part #480460-9; lot #t91220211-0122) associated with this event has been performed. This instrument was fired 5 times. The first firing event was with a green sureform 60 reload and it failed with an error message ¿tissue too thick to continue.¿ it was also noted that the first firing event had an incomplete clamping attempt and then was clamped successfully. The firing event completion percentage was 72.36%. There were no errors in the logs related to the reported problem. After this event, all other 4 events were fired with black sureform 60 reloads and were fully completed/successful events. No image or video has been provided for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced post-operative staple line bleeding and was administered two units of blood transfusion. The cause of the post-operative complication is unknown.